Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that a cartridge would not fit onto the pump. Reportedly, the user was able to load a new cartridge onto another tandem pump successfully. The user would load a new cartridge and the user¿s blood glucose level was 96 mg/dl.